Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, walked the caller through the reset process, and the caller successfully started their sensor session without further errors.